Event description:
During product evaluation, failure code 570:320 was found in the pump's event history. It is unknown when this failure code occurred or if there was any pt injury or medical intervention necessary. No add'l info is available.